Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown (B)(4). Investigation summary: a review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: does not attach/detach) was captured and addressed appropriately. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the pen ndl 31ga 5mm 14bag 700cas jp had an outer cover that was unable to attach to remove needle from pen. Product defect was noted prior to use. The following information was provided by the initial reporter: this is from an elderly patient who has disability in his/her right hand and is living alone. He/she is telling that if there is any supportive equipment for injection, it will be quite helpful. The patient reported that it is difficult to remove the needle from the pen as well.